Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line, and day of production, no further investigation on documents, and supporting records can be performed.

Event description:
Consumer reported tampon pieces were left behind in her vaginal cavity, and came out a week after her last menstrual period ended. She experienced longer than usual cramps, and pain after her menstrual period. Her cramps and pain resolved after the tampon pieces came out of her body. She did not seek medical attention, and did not experience any adverse health effects.